Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 2 patients on a cobas 8000 cobas c 502 module. Patient 1: the initial result was 16.82 mg/dl (on module 2). The sample was repeated on another module (module 1), and the result was 2.41 mg/dl. This result was believed to be correct. A new sample from the patient was obtained. The initial result was 2.73 mg/dl (on module 1). The sample was repeated on module 2, and the result was 2.67 mg/dl. Patient 2: on (B)(6) 2025, the initial result was 17.52 mg/dl on module 2. The sample was repeated on module 2, and the result was 4.7 mg/dl. The sample was repeated twice on module 1, and the results were both 4.9 mg/dl.

Manufacturer narrative:
The reagent lot number is 861364. The expiration date was not provided. The serial number for "module 1" was not provided. The calibration was acceptable. The qc was not acceptable. Several data points were outside the acceptable range. The alarm trace showed "sample short"alarms, "inc. Water temperature error", and "inc. Exchange interrupted error". The field service representative found that the gear pump manometer (pressure gauge) was defective. He replaced the manometer, replaced the gear pump, replaced the washing station tubes, and performed calibration. He verified the instrument was properly functioning. The investigation determined that the service actions resolved the issue.